Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified left coronary artery. As the physician advanced the 2.25x32mm promus element stent through the guide catheter resistance advancing the device was encountered. Upon removal it was noted that the distal end of the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified left coronary artery. As the physician advanced the 2.25x32mm promus element stent through the guide catheter resistance advancing the device was encountered. Upon removal it was noted that the distal end of the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. The stent struts were both raised and twisted. The distal stent struts were stretched and covered the tip of the device. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A hypotube kink was also noted 350 mm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).